Manufacturer narrative:
(B) (4). Evaluation of the returned product shows the foot end of the panel has a 2 inch tear in the mesh. (B) (4).

Event description:
The customer reported that there is a tear on the netting to the foot panel of the canopy. There was no patient injury reported.